Manufacturer narrative:
Date received by manufacturer, add follow up type, device availability - date returned to manufacturer, add device evaluated by manufacturer - selected an new explanation as to why not.

Manufacturer narrative:
Upon visual inspection, the abutment screw was fractured. The lower portion of the screw was returned for review. The top portion of the screw was not returned. The complaint is confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. (B)(4).

Manufacturer narrative:
Device is not returned to manufacturer.

Event description:
The dentist reported that abutment screw fractured inside of the implant.